Manufacturer narrative:
Concomitant medical products: product ID: 978a128, lot#: va2caz1, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the lead was broken and the patient lost stimulation. Impedance was >4000 ohms on all electrodes and the patient was unable to increase stim above 2.0 on all programs. Checked impedance and battery life. Recharged to 100%. Communicator working fine. Cause was not determined. Changed rate/ and pulse width. Didn¿t clear. Patient experienced discomfort/soreness/pinching/ache/pressure, return of baseline symptoms, urinary incontinence, urinary frequency, urinary urgency. Patient is getting both lead and battery removed and replaced with interstim x.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient (pt) reported they don't think their stimulator is working at all as pt is going to the bathroom "every 5 minutes". Pt reported they are trying to increase stimulation and they are unable to increase stimulation above 0.3 on any program. Pt reported getting message that they have reached the maximum setting (system operating at max settings) and they are unable to increase stimulation. Pt tried changing programs on the call and tried decreasing stimulation all the way down, then back up, but was still unable to increase stimulation past 0.3. Pt left a message for field rep just this morning as that is what pt's dr advised they do. Reviewed maximum setting message meaning. Pt confirmed ins is charged. Pt stated this all started a couple weeks ago. Pt made comment on call when going through steps to connect with ins that it was "taking forever". Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the lead was broken and the patient lost stimulation. Impedance was >4000 ohms on all electrodes and the patient was unable to increase stim above 2.0 on all programs. Checked impedance and battery life. Recharged to 100%. Communicator working fine. Cause was not determined. Changed rate/ and pulse width. Didn¿t clear. Patient experienced discomfort/soreness/pinching/ache/pressure, return of baseline symptoms, urinary incontinence, urinary frequency, urinary urgency. Patient is getting both lead and battery removed and replaced with interstim x. The healthcare provider brought up the issue with the lead that has already been reported and that they are due to get it replaced in november. Discussed a physical tear of the lead would warrant an MRI off label and not recommended, but if the lead was still intact with wires 'torn' the patient would be able to have an MRI. Per caller, does not know event date, but patient did have a surgical procedure a few months ago. Requested caller reach out to managing hcp for more description of the "torn" lead. Per lateral MRI, caller thought that the lead could be severed but due to poor x-ray imaging, could not determine. Caller indicated may cancel the MRI until the lead is replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.